Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Additional information: d1, d2a, d4 device information updated. Investigation: visual inspection: during the investigation, no significant deformation or damage of the valve was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer control test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in the horizontal but not in the vertical position. A tendency to an accelerated outflow of gav 2.0 was measured. Internal inspection: after dismantling, organic deposits were found in gav 2.0. Results: based on our investigation results, we can determine an accelerated outflow at the valve. The determined deposits can be named as the cause for the functional deviation. Organic material in the cerebrospinal fluid can influence the function temporarily and are known inherent side effects in hydrocephalus therapy. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complainant the surgeon had previously implanted valve in patient and shunt was not draining at a rate surgeon felt was appropriate. Reportedly the pressure setting was too high for patient. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.